Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while wearing a pod for less than an hour the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. When removed from the infusion site, the pod's cannula was found bent. The infusion site was also reported to be bleeding. Treatment for reported issue was not provided.